Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional info.

Manufacturer narrative:
Associated manufacturer report numbers = 1225714-2015-04284 and 1225714-2015-04285.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest then; four days later experience a second sudden cardiac arrest and subsequently expired. It was further alleged that these events occurred due to the administration of the product during dialysis treatment.